Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high and low blood glucose readings from the insulin pump. The customer had a low reading of 47 mg/dl last night. The customer treated with juice and glucose tablets. The customer went to bed and woke up in the morning with blood glucose of 58 mg/dl. The customer also had a high reading of 354 mg/dl during the week. The customer also stated that the cannula was bent and wet. The customer was not able to troubleshoot. The customer was advised to call back.